Event description:
The customer reported that she was hospitalized with high blood glucose levels and nausea. The reported blood glucose reading was 900 mg/dl. The customer stated that she had been experiencing high blood glucose levels for the past day. The customer was also getting no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The high pressure test was not conducted as the customer had been getting no delivery alarms. The customer stated that the cannula was bent when the infusion set was removed. Advised the customer of alternate insertion sites. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.